Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator on test lung. The customer reported to have not been able to duplicate the alleged malfunction. Covidien was not authorized to service the device. The ventilator passed all testing.

Manufacturer narrative:
Covidien reference number: (B)(4).